Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 122mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the motor alarm. The motor passed the motor test. The device had scratched screen, cracked display window corners, cracked battery tube threads, cracked reservoir tube and lip, and missing end cap sticker.